Manufacturer narrative:
G4:29dec2020. B4: (B)(6)2021. The customer confirmed the issue has been resolved by replacing the user interface (ui) printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported alarm led failure. Customer has had this reoccurring alarm since (B)(6) 2018. Customer's records show the power switch overlay has been replaced and had replaced the power management (pm) printed circuit board assembly (pcba) back in (B)(6) of 2019. The remote manufacture service technician reviewed the suggested repair per the rev k manual and advised the user interface (ui) pcba is listed next and suggested swapping in a ui assy for troubleshooting and if problem resolves to replace the ui pcba. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.